Manufacturer narrative:
Additional information: there was no patient injury or medical/surgical intervention as a result of the event. The patient current health status is normal, as before procedure. The results of the intervention were optimal. Initial reporter full name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one nc euphora coronary balloon catheter was expired three days when the device was used. The lesion being treated was mildly tortuous, non-calcified in the mid circumflex (cx) artery. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The nc euphora worked fine, with no problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.